Event description:
Dealer stated that the irc5p concentrator shuts down.

Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold, pilot valve is defective and the 4-way valve is not shifting fully.

Event description:
Dealer stated that the irc5p concentrator shuts down.